Event description:
Two months after treatment with bovine collagen, the patient experienced abscesses and signs of allergic reaction at the treatment sites. Patient was prescribed oral cortisone, antihistamines and antibiotics for treatment of signs and symptoms.